Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced persistently high blood glucose while using the ilet and declined recommended pump supply changes despite being advised to consult their healthcare provider; the user referenced liver disease and a stent and attributed rising glucose to this condition, while the device reportedly displayed high glucose alerts. Symptoms included hyperglycemia. Outcomes included insufficient information regarding longer-term health impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with the medical device problem and device component not established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.